Manufacturer narrative:
B5: additional information received at smiths medical 29-jul-2021: no patient involvement in regards to the pump sent for repair h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. The device was downloading software to update to the current time and date and charged the pump up to 4 days. After power down and power up, it founds no issue with "pump settings and patient data lost". No faults found with the device. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was not holding date and time settings. No adverse effects were reported.